Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving saline, 9 mg/ml concentration at 0.0539 mg/day dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the procedure was due to a problem with the manufacturer device or therapy. No medical symptom was reported. The hcp was requesting the pump be programmed to off state as the hcp thought since 2013 the pump was stopped and it had saline in it for the last 5-6 years so it was not being utilized by the patient "for years". Per the event logs the pump was resetting numerous times with the oldest date of today (B)(6) 2018 and the patient heard the pump alarm beginning (B)(6) 2018 so the patient contacted the clinic and was being seen today. The hcp stated the pump would not be explanted. No further complications were reported.